Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that the patient was dependent on the device for normal function. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. There were no patient consequences as a result of the prophylactic explant.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.